Manufacturer narrative:
Results of evaluation: conclusion; based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. Upon receipt, it was noted that both of the instruments had damage to the feedbar and the floor of the instrument. No conclusion could be reached as to how the damage to the instruments occurred. Despite the damage to the instruments, both fired and formed the remaining clips as designed. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.

Event description:
During a laparascopic cholecystectomy the er220 clips did not form properly and when the clips did form they were scissored. This happened with the second er220. A third er220 was used to complete the case. There was no consequence to the pt. 1/27/97 1045 left msg, and 800# with receptionist for md call back. 1/29/97 nncl sent.